Event description:
When the zoll representative was trying to put the customer's autopulse system into service, the autopulse li-ion battery (s/n (B)(4) did not turn on the platform. The customer stated that the battery was fully charged and was tested in another autopulse platform, but the same issue happened. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
H4 (device manufacture date) was corrected. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.